Event description:
The pump and catheter were returned to the manufacturer without any additional information. The health care professional reported "the patient's health had been gradually deteriorating due to natural aging and the patient was in hospice care." The patient had missed her last scheduled pump refill appointment. The hcp noted the device "had always functioned properly and there had never been any problems." The medications being delivered via the device system were dilaudid and morphine sulfate. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Further analysis of the catheter model 8709sc, lot # n166065003 showed that there were significant anomalies. Additional review found that it appeared that a portion of the catheter lumen was still open. The misalignment would not impact product performance.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found. The pump was functioning normally. Final device analysis of the catheter revealed a pump connector anomaly. The sc assembly with 5.5 cm of proximal piece of catheter segment was returned. An indentation was seen down inside the cup next to lumen. There was slight retaining ring finger damage. Results - catheter.